Event description:
On (B)(6) 2011, during the transfer of a patient from (B)(6), the cardiohelp-I ((B)(6)) powered off (by it's self), then turned on almost immediately (by it's self), without changing the flow rate for the patient. This event happened twice, once in the ambulance and a second time on the plane. The unit stopped for 1 to 3 seconds. No clinical consequences were reported. The device has been removed from service. The customer noted that this event type was observed 3 times (once in august, and twice in october). Note: a query was performed in sap on serial number (B)(6) to determine if any additional complaints were received from the customer regarding the two events in (B)(6). This is the only complaint registered for this serial number. (B)(6).

Manufacturer narrative:
(B)(6) reported this event to (B)(6). Reference # (B)(4) was assigned to this event. (B)(4). The device was returned to maquet for evaluation. Initial evaluation determined the problem was not reproducible. Long term testing was performed and also determined the problem was not reproducible. Maquet was unable to reproduce the event. Testing was then performed on the unit at an external laboratory to check the electro magnetic compatibility (emc). The testing determined there were no problems with the emc. Based on the results of the device evaluation, the complaint was not confirmed. Also, the root cause of the reported event could not be determined because no non-conformities were identified during evaluation of the complaint device. The reported event is consistent with software issues where, in some rare cases, there is a conflict between two software processes. This initiates a reset of the system, restarting the human machine interface of the device. This takes 10 seconds and the blood pump does not stop. A new release of the cardiohelp system was developed and the update was schedule to begin in (B)(6) 2012 after ce certification. (B)(4).